Event description:
A patient, injured on (B)(6) 2012 underwent orif of the distal radius on (B)(6) 2012. As the surgeon was drilling through the plate, the tip of the drill bit broke off. The surgeon determined that more harm would be caused during retrieval and decided to leave the broken tip in the patient's bone.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.